Event description:
The patient asked for this device and the leads to be removed because he was shocked multiple times due to noise on the rv lead and sub-clavian crush. The patient did not want a new system implanted at this time. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bol. The ICD was implanted for 15 months and 40 charging cycles were recorded to the ICD's memory. The memory content of the device was inspected. During the analysis of the available iegm's noise was observed in the right ventricular as well as in the far-field channel leading to several charging cycles, resulting partially in shock delivery. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the ICD is proved to fully functional. There was no indication of a material or manufacturing problem.